Event description:
It was reported that an undefined malfunction alarm occurred. Customer's blood glucose (bg) level was 600 mg/dl and customer administered insulin injection to address bg. Customer reverted to an alternate method of insulin therapy.